Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. 1. Okb tested the standby current of return meter, the result was 0.7a. The criteria is <55a. Pass. 2. Meter setting, audio and all buttons function are ok. 3. We tested the suspected meter with in house control solution and in house strips (strip lot number:d160526-1). The control solution tests for level low were 46/50 mg/dl, for level high were 243/244 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 190~300 mg/dl. All results were within the acceptance range. Pass. 4. We received the suspected strips from patient, but there were only 4 strips in the vial and the reference # and exp. Are rubbed off. We tested the returned strips with our in house control solution and returned meter. The control solution tests for level low were 62/59 mg/dl; for level high were 254/256 mg/dl. All results were within the acceptance range. Pass .

Event description:
It was reported that medical attention was sought on (B)(6) 2018 around 6:00 pm after the end user alleged that she received higher than normal blood glucose readings from her prodigy diabetes meter. The end user was found unresponsive, her face was red and she was cold to the touch accompanied with a blood glucose reading of 122 mg/dl. The paramedics were called and upon their arrival a blood glucose test was performed with their meter and the result was 21 mg/dl. The paramedics attempted to administer an IV but faced difficulties and the end user was transported to the ER. Consequent to arriving at the ER an IV was dispensed to assist in raising her blood glucose due to experiencing hypoglycemia insulin reaction. After 5 hours the end user was discharged and instructed to return to the ER if her condition worsens. No additional details were provided in regards to this medical event.